Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased shock impedance measurements of 116 ohms when programmed in the triad configuration. Over the next fifteen months the shock impedance measurement continued to gradually increase and eventually reached out of range at greater than 125 ohms. No noise was noted and all other measurements were stable and within normal limits. Thus the physician has opted to continue to monitor the patient. No adverse patient effects were reported.

Event description:
Additional information was received that the high out of range shock impedance measurements continue to occur. Boston scientific technical services (ts) was consulted and suggested giving the patient a 1.1 joule shock to test the integrity of the system. A 1.1 joule commanded shock was given to the patient in both triad and rv coil to can configurations and both of them yielded 100 ohms. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.